Event description:
During t2 humeral nail surgery, when the surgeon inserted the compression screw into the nail, the base of screw driver shaft broke. Therefore, the surgeon completed the operation, without compression.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed that the device broke due to an insufficient weld. It could not be excluded that this case was being manufacturing related.

Event description:
During t2 humeral nail surgery, when the surgeon inserted the compression screw into the nail, the base of screw driver shaft broke. Therefore the surgeon completed the operation, without compression.